Event description:
It was reported that the ventilator's user interface holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Manufacturer narrative:
It was reported that the ventilator's user interface holder was broken. The ventilator was investigated on site by our field service engineer and the display holder broken was found broken, however no damage to the user interface screen or cable. Issue resolved by replacing the damaged display holder and unit was handed over to customer I a working condition. No root cause can be established for the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).